Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for MDR regulatory awareness date on initial MDR submission, d4, g3 date received by mfg on initial MDR submission and h4 MDR regulatory awareness date - correction on initial MDR submission - correct date should be 4/17/2024. G3: date received by manufacturer - correction on initial MDR submission - correct date should be 4/17/2024.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).